Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was re-admitted to the hospital with continued driveline infection. The patient reportedly required an unspecified number of wound debridements and was placed on IV antibiotics. The patient's blood cultures were positive. The patient is awaiting a heart transplant as status 1a. No further information was provided.

Manufacturer narrative:
A specific cause for the reported driveline infection cannot be determined. It was reported that the patient continued with a driveline infection. The patient received debridements and was on IV antibiotics. The patient had persistent positive blood cultures and was awaiting orthostatic heart transplantation (oht) as status 1a. No additional information was made available. The patient remained ongoing on pump support until expiring on (B)(6) 2015 (reference MFR # 2916596-2015-00376), and the pump was not explanted. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device - 1 year, 9 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.